Manufacturer narrative:
(B)(4). Evaluation summary: the rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice return instrument test/evaluation (rite) and the homechoice rite electrical test and was functioning within specification. The increased intra-peritoneal volume (iipv) was confirmed in the logs, but not duplicated during product analysis lab (pal) evaluation. The root cause was insufficient drain; one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the previous return of the device was not for an iipv. No issues were identified that may have contributed to the issue of an iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(4) 2010 during drain cycle 3. The programmed fill volume was 2000ml and the total drain volume was 3374ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.